Event description:
It was reported that (3) devices were used during a gastric procedure. It was reported by the affiliate that the tips fell off of the bcd10 and were retrieved from the pt. The case was completed by using another instrument.